Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a scheduled device upgrade procedure. It was then noted that the right ventricular lead exhibited noise; the noise was reproducible. The patient was asymptomatic, so the physician elected to cap and replace the lead. The patient was doing well post surgery and would continue to be monitored.